Event description:
It was reported while using bd bactec¿ mgit¿ 960 system 1-2 false positives results are obtained per month. The tubes are flagged as positive, however, there are no organisms on subculture or afb. Results were not reported. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: customer reported 2-3 false positive results a month on a bd bactec mgit 960 instrument (p/n 445870, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. Customer reviewed the culture history of the tubes with positive results, where the majority of the cultures had non acid-fast bacteria (afb) growth, which implies contamination. A device history record review was not needed due to the age of the instrument. A service history review of instrument mg2496 did not show previous issues related to false positive results. Bd quality did not receive any returned instrument or parts for investigation. This complaint is an unconfirmed failure of a bd product. The root cause is tube contamination. Bd quality will continue to closely monitor issues on the bd bactec mgit 960 instruments.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd bactec¿ mgit¿ 960 system 1-2 false positives results are obtained per month. The tubes are flagged as positive, however, there are no organisms on subculture or afb. Results were not reported. There was no report of patient impact.